Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded lcd board. The insulin pump was unable to perform unexpected restart test, displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to unresponsive buttons. The insulin pump was received without the original battery cap. The insulin pump had cracked belt clip slot at battery tube threads, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer reported that they received unexpected restart alarm. The customer reported that they went in to the pool with the insulin pump. The customer reported that none of the buttons were working. The customer reported that the alarm was unable to be cleared due to keypad anomaly. The customer's blood glucose was 15 mg/dl at the time of incident. The customer's blood glucose was 338 mg/dl at the time of call. The customer's blood glucose was 238 mg/dl at the end of call. The customer stated that they treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.